Event description:
A consumer reported the patient had a loss of stimulation and a loss of therapy. The patient's symptoms were returning, they were falling, they had facial distortion and slurred speech, and they had been drooling since (B)(6) 2015. The patient did not know what they were doing when they felt the loss of therapy and the loss of therapy was not related to positional movement. The patient has fallen. The patient tried to check the implantable neurostimulator (ins) with the patient programmer, but they got a "change the battery" icon. The patient was able to check the ins after the batteries in the programmer were changed. The ins was found to be off at the time of this report. The ins was able to be turned back on, but their face was distorting and their speech was not as good. The patient's indication for use is parkinson's dual and movement disorders. No actions or interventions to resolve the patient's face distorting or speech issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Additionally information was received from a patient. It was reported that a medication adjustment resolved the reported issues. Additional information was received from a patient. It was reported that the patient experienced another return of symptoms and the patient has been falling several times a day. The patient programmer was used to check the implantable neurostimulator (ins) and it was reported to be on and ok. The patient also reported that he was suddenly not feeling great, not walking well, and his legs feel like they are failing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.